Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the buttons were hard to press. The customer¿s blood glucose level was unknown. Customer stated that the insulin pump was slower during rewind process. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement, rewind and self test. However, device received with intermittent button response due to flattened express bolus, esc, act, up and down button dome switch. No button error alarm during testing. No unlocked lcd keypad connector. No unexpected rewind anomalies noted. No unexpected e/a alarm anomalies noted.